Manufacturer narrative:
(B)(4). Additional concomitant medical products: medical product - oxf anat brg lt lg size 4 PMA, item 159555, lot 721000; therapy date - (B)(6) 2017. Medical product -oxf twin-peg cmntd fem lg PMA, item 161470, lot 407630; therapy date - (B)(6) 2017. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00058 and 3002806535-2018-00059.

Event description:
It was reported that the patient was revised due to unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported revision surgery was due to infection 1 year 10 months after the index surgery not reportable.

Event description:
Revision due to unknown reason.